Event description:
It was reported the clinician contacted arrow clinical support (acs) advising that the autocat 2 wave was experiencing helium loss(2) alarms. The patient had a 30 cc iab inserted. The balloon augmentation was 120 and the balloon pressure was 130. Acs had the clinician remove 3 cc of helium. The alarms continued. Placement was verified under x-ray. The alarms stopped. Later that evening the clinician called back to inform acs the helium loss alarms started again. The balloon was down to 20 cc and the patient perfectly still with no ectopy and the rhythm in the low 70s. A catheter leak was suspected and the physician opted to remove the iab. The iab had been inserted pre-operatively. A new iab was inserted the following day prior to the scheduled surgery. There were no reported patient complications. Follow-up report will be filed when evaluation is complete.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.